Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 316 (blower failure) and technical failure 401 (inspiration valve or device leaky alarm) during pre-testing calibration. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical did not receive the suspect device for evalution. However, log file analysis tool was utilized. Most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor even though the unit is now installed with v6.02100.0. Exact root cause under investigation with (B)(4). Issue resolved with a new main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.